Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user was unable to start pyxis application due to a connection failure with the database server. A technical support specialist performed the database recovery process to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation 3500 was unable to start pyxis application due to a connection failure with the database server. The customer reported that there was a delay in dispensing medications to the patient.. There were no adverse events or injuries reported based on this event.